Event description:
Boston scientific received information that the atrial portion of this implantable lead exhibited impedance measurements greater than 3,000 ohms. There was also a decrease in the atrial amplitude values since the patient's last follow-up. No noise was present however, when diagnostic testing was performed with atrial burst there was noise present in the atrium four out of the seven times. Impedance trending graphs reveal that the out of range measurements are intermittent. No programming changes were made at this time. The physician as decided to wait and see and re-evaluate at the patient's next appointment, which is in about five months. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.